Event description:
It was reported to st jude medical that the system displayed a loss of capture on a real time EKG. Egm's also displayed noise on the ventricular sense/pace channel. Follow-up indicated that the lead was replaced in 2006.